Event description:
It was reported that a spectrum pump had a door sensor issue. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the door not fully latched alarm, which was observed by loading a set and closing the door. The messages were found to be caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.